Event description:
It was reported that on (B)(6) 2023, a 25mm navitor was successfully implanted, using a large flexnav delivery system. Final implant depth was 5mm. On (B)(6) 2023, beta blocker (carvedilol 20mg) was discontinued due to complete left bundle branch block (clbbb). On (B)(6) 2023, the temporary pacemaker was removed due to progression of sinus and clbbb. Severe atrioventricular block developed. On (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had baseline atrial fibrillation and that the valve was implanted with 5mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. Based on all available information, a cause for the heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.